Event description:
It was reported that surgical intervention occurred to revise the ipg pocket due to discomfort on (B)(6) 2025. Therapy was restored.

Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.